Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead needed more slack and it was repositioned. The rv lead numbers were always good but the doctor felt it could use a little more slack. The rv lead remains in service. No additional adverse patient effects were reported.